Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to load cartridge after multiple attempts.